Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was also reported that the pump indicated a data log corruption. Customer's blood glucose level was 347 mg/dl. Reportedly, customer continued using pump for insulin therapy.